Event description:
Patient (pt) underwent a double mastectomy w/ bilateral breast reconstruction with implants and alloderm placement. Surgery completed w/o complication. Post-op course complicated by drainage from right breast incision site. Pt required I&d (incision and drainage) of right breast. Cultures from procedure have resulted with mycobacterium abscessus. Pt has required care guided by infectious disease and long-term antibiotic therapy. Infectious disease requested case be reported due to bacteria that has grown at site w/ concern if bacteria could be related to implant.